Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (touch screen, v60) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from <who reported> reporting an unresponsive touch screen on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the touchscreen was unresponsive on the lower portion of the screen. The customer reported there was no damage, nor residue on the touchscreen. The rse advised the customer the recommended repair is to replace the v60 touchscreen. Part details were provided for customer order.

Manufacturer narrative:
The customer biomedical engineer (bme) confirmed the backordered component was received. Once the bme replaced the touch screen, the issue was resolved. The device was verified as operational through testing and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.